Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2011 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure due to morbid obesity, pelvic pain, dysmenorrhea, menorrhagia, stress urinary incontinence and an obturator sling was implanted. Concomitantly the patient underwent a vaginal hysterectomy. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia, and vaginal scarring. It was further reported that patient underwent removal of mesh and prolapsed fix on (B)(6) 2012 by implanting surgeon due to cystocele and vaginal pain. Then in (B)(6) 2012 patient underwent prolapsed repair and removal of ovaries due to prolapsed and pelvic pain. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence, vaginal discharge and urinary frequency.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.